Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were having issues charging their ins and the issue began a couple weeks ago. Pt stated it wouldn't come on (patient services (pss) attempted to clarify during troubleshooting and the recharger turned on but the recharger displayed 2 plugs that weren't plugged in and pss did not understand what pt was trying to describe). Pt stated the recharger turned on and showed the machine. Pt confirmed they had the desktop charger (dtc) cord plugged in to the recharger and the recharger was charging and the battery level was 3 quarters filled in. During the call pt disconnected the dtc cord and attempted to charge their ins. Pt noted the reposition antenna screen displayed when attempting to charge their ins. Pss advised pt to move the antenna and press the green button to start charging. Pt noted the same reposition antenna screen displayed and their ins was still empty. The issue was not resolved. A replacement recharger (insr) anten na was sent out. No symptoms were reported. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they were sent two antennas since it was thought that the antennas weren't working since the equipment couldn't locate the ins in their hip. Pt stated that they put the two new antennas in, however they got the same result as before the antennas were replaced. Pt stated that the ins would not recharge. Pt inquired about ins implant date; patient services (pss) reviewed requested information; pss also reviewed expected ins longevity with the pt. Pss asked the pt when it was that they last successfully recharged their ins; pt stated that they tried like a month ago and that the ins wouldn't recharge. Pt stated that they had talked to someone who was so rude so they ended the conversation and didn't get anything done; pt stated that they then called back a couple weeks ago but they didn't get an answer; pt stated that they called back a couple days ago and talked to someone "but it was wrong" and then they talked to someone yesterday who was nice when then both programmer and recharger (insr) antennas were replaced. Pss reviewed possible ins over-discharge with the pt and redirected pt to their healthcare provider (hcp). Pt stated that their hcp passed away. Pt sta ted that they belonged to senior life who became their insurance, however they didn't belong to senior life when they had the ins put in, so senior life wouldn't follow-up with them for the ins; pt stated that they could go to a hcp's office for assistance however they couldn't afford the visit; pss understood that the pt said that it would be the same office as dr. (B)(6) in (B)(6). Pss advised the pt that a message would be sent out to the field requesting contact for possible assistance, however pss did not promise a time-frame on a response. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt reported that they had spoken to a manufacturer representative (rep) and they declared that it needed to be replaced and that an appointment was set already. The pt reported that an overdischarge was not confirmed as their meeting was over the phone.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a rep that the patient is getting a non-rechargeable implant today because patient can't recharge due to dexterity issues. Troubleshooting was not required. Additional information was received from the manufacturer's representative. The original device was discarded. The patient was programmed and happy. The pt's dexterity issues were unrelated to the device/therapy.

Manufacturer narrative:
Continuation of d10: product ID 37791, serial# unknown, product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37791 serial# unknown product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, it was reported the ins would be replaced on (B)(6)2022.